Manufacturer narrative:
The customer reported that the AED is displaying a service code for ''replace battery now' and the asi is flashing red. The battery has an expiration of november 2025, and the pads have an expiration dtae of september 2026. The maintenance schedule is reported as unknown as the unit was at another site, and may not have been properly maintained. Communication with the customer: advised the customer to replace the battery pack. Product warranty is expired, referred to distributor. Customer has an alternate battery pack. Advised the customer that a data card will be sent to have the log history file downloaded and returned to the manufacturer for further analysis. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED is reporting 'replace battery now' and the asi is flashing red. The battery has an expiration of november 2025. The customer did not report this event occurred during patient use.